Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator was unable to detect the attached device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation, instead a zoll field service technician evaluated the device onsite. During the evaluation, it was found that the multifunction cable was removed from the shorting port after performing a 30j self-test, which will cause the device to prompt pads lead fault. The device passed all functional testing, and it was determined the device meets specifications. Analysis of reports of this type has not identified an increase in trend.